Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the distal sleeve was disengaged. It was reported that the user was unable to load the reliatack device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the lock switch button (blue button) must be in the forward (lock) position upon inserting and removing the device from the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair, the user had difficulty with loading the reload onto the handle. The "push to reload" button was difficult to press. The device was not used on the patient. Another tacker was used to resolve the issue in order to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found the distal sleeve was disengaged and missing. Both lock balls were missing.